Event description:
Distribution from (B)(6) reported that during the surgery done in (B)(6) government hospital, the screw in the instrument has been broken during giving the 3 degree external rotation. Surgery was completed successfully and no adverse event has occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding broken screw involving a scorpio adjustable sizing gde was reported. The event was confirmed. Method & results: device evaluation and results: material analysis concluded that the screw shaft broke in overload due to the application of a bending load. The base metal of the screw shaft was determined to be a fe-cr-ni-cu alloy consistent with the 17-4 ph stainless steel. Medical records received and evaluation: not performed because no patient information was provided and no adverse consequence was reported. Device history review: records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that broken screw from the scorpio adjustable sizing gde was caused by an overload due to the application of a bending load. The crack origin was located at a sharp corner of the groove in the screw shaft. Damages due to repeated use were observed around the screw knob and cap. The screw shaft broke in overload due to the application of a bending load. Corrective action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Distribution from (B)(6) reported that during the surgery done in (B)(6) hospital, the screw in the instrument has been broken during giving the 3 degree external rotation. Surgery was completed successfully and no adverse event has occurred.